Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Error log was checked, there was no log entry related to ventilator inoperative, but multiple error codes were logged around the reported event time. The error indicated that a write to the log did not complete properly. Although the complaint was not duplicated, the device's main board was replaced to address issue.